Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (conical and short aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and mild tortuosity in the iliac limbs. The aortic neck is short in length 10 mm and conical. The aortic neck diameter at the lowest renal artery is 24 mm and 10 mm below the lowest renal artery the aortic neck diameter is 32 mm in diameter. It was reported that the final angiogram revealed a proximal type I endoleak from the bifurcated stent graft. (MFR report# 2953200-2011-01005). The physician implanted an endurant aortic cuff however, the proximal type I endoleak did not completely resolve (MFR report# 2953200-2011-01006). No add'l clinical sequelae were reported, and the pt is fine.